Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. (B)(4).

Event description:
As reported to coloplast, though not verified, the patient experienced the following symptoms: pelvic pain, vaginal discomfort, dyspareunia, and injury. The patient has also suffered and will suffer apprehension of increased risk for: injuries, infections, pain, mental anguish, discharge, multiple corrective surgeries, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine and vagina, and operations to remove portions of the female genitalia, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.